Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize therapy electrodes) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The monitor was not producing a driven ground signal. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to recognize electrode belt therapy electrodes when attached to an electrode belt.